Manufacturer narrative:
On (B)(6) 2024, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted dimensional, weight measurement and leak testing of the returned device. Dimensional and weight measurements of the returned sample revealed that the smo ro high pro boost gel775cc breast implant was within manufacturing specifications. Additionally, wrinkles/creases were observed on the shell of the device. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the wrinkles/creases, the instructions for use contain the following caution: avoid creating wrinkles or folds in the device during the implantation or other procedures (e.g., revision surgery). A typical practice is to run your finger around the implant before closing to ensure the implant is lying flat and has no folds or wrinkles. Submuscular placement of the device makes the inspection for wrinkles or folds more difficult. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction revision with mentor memorygel boost breast implants 775cc. The patient wanted to be a larger size, and as a result, underwent removal on (B)(6) 2024. Upon explanation, the right breast prosthesis was found to be deformed.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: patient-elected manufacturer¿s reference number: (B)(4).